Event description:
The following was reported to hamilton medical ag: display not functioning, unit us swiching on but there is no display. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).